Event description:
It was reported that the pulse generator exhibited backup vvi operation. On (B)(6) 2013 the device was removed due to normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.